Event description:
It was reported that, during surgery, the journey fem impact bumper left broke upon impaction. All parts were retrieved and there was no delay or harm to patient. A back up set from smith and nephew was used to complete the procedure. No delay and no injury reported.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the instrument broke upon impaction; however, all parts were reportedly retrieved without surgical delay or harm to patient and a back up was used to complete the procedure. The visual product evaluation confirmed the device broke into two pieces and exhibited "significant signs of wear/usage". It was communicated that no further patient information would be provided. Therefore, since no patient harm/injury and/or surgical delay was alleged, and the procedure was successfully completed with a backup device, no further medical assessment is warranted at this time. A visual inspection confirmed the jrny ii cr lkg fem imp bumper lt is broken in two pieces. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.